Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause was expired insulin. Bg was addressed via insulin change and manual injections. Multiple follow up attempts were made my tandem technical support, however, no response was received.